Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: concomitant product ID: sw kit 9735740 stealth s8 spine lot #: 1.2.0 h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during navigation the screen went black and then rebooted to the login screen. It was noted they were able to proceed with the case upon reboot and logging back in.

Event description:
Additional information was received. It was reported that there was no delay and no impact on patient outcome and the issue occurred during a transforaminal lumbar interbody fusion procedure. Additional information was received. It was reported that this occurred post-spin of navigation and there was less than an hour delay.

Manufacturer narrative:
B5 additional information h3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the old patients that were no longer needed on the system were deleted and the software was uninstalled and reinstalled. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c10 and d02 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.